Event description:
Additional information was received that during a routine follow up the pacing impedance remained greater than 2,000 ohms. A threshold test was performed and decreased the amplitude from 1.5 v were no capture in the ventricle was seen. An interrogation test was performed for a second time and still resulted in a loss of capture (loc) .the device was then reprogrammed. All measurements are stable and within normal range and no noise was visible on the electrogram (egm). At this time due to normal measurements no intervention was performed. The patient is not stimulated and no adverse patient effects were reported. The lead remains in service.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and rv lead continued to exhibit high, out-of-range pacing impedance measurements. Likewise, the ventricular threshold increased to 3.5 volts and the layout was slightly noisy. A surgical procedure was performed on this patient to carefully reconnect the lead to the tachy device. Everything went fine and records indicated that the system still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's home monitoring system displayed an alert that this right ventricular (rv) defibrillation lead exhibited a high pacing impedance measurement. The patient visited the physician for a consultation regarding this measurement. All other lead measurements were normal, and a follow-up appointment was planned for a later date. Following this, a normal rv pacing impedance measurement was received. The patient has good intrinsic rhythm and is not dependent on pacing. No adverse patient effects were reported.